Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. It was confirmed that the customer could continue using the pump, and they were advised to contact support if the issue reoccurred.